Manufacturer narrative:
Device evaluation:lens returned in a micro-centrifuge vial with moisture on the lens and clear surgical residue on product. Visual inspection found no visible damage to lens and residue on the lens. Device code 1494 off-label; keratoconus. Keratoconus to be included in initial MDR . Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2,-15.0/2.00/10 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.